Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The instrument was received partially applied with eleven remaining clips. Microscopic inspection of the instrument revealed that the jaws were misaligned. Functionally, the instrument was fired once in air and a scissored clip formation was observed. The remaining clips were then fired on test media and scissored clip formation was observed. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the misaligned jaws condition may occur if the distal end of the device is subjected to excessive manipulation during application of the instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. F information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a whipple procedure. The device was being used to compress the vessels. For the first one, the formation was bad. The second one cannot fire. Changed to a new one. There was patient involvement but no patient injury. There was no medical intervention required. The surgery time was not extended by thirty minutes or more. The current condition of the patient is stable.